Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call that a bad batch of sensors were received and has had low blood glucose of 27 mg/dl due to the sensor issue. The customer indicated that the pump stated 85 mg/dl but incorrectly as the true reading was 27 mg/dl. The customer treated with food and declined to troubleshoot the low blood glucose.